Event description:
Patient underwent uneventful ilasik on (B)(6) 2012, both eyes (ou). At the 1 week post-op visit, the doctor indicated flaps slips on ou (right eye od more than the left eye os) and sent patient to have flaps re-floated at surgeon's private practice. Patient was seen for 2 post-op visits at surgeon's private practice and was recovering. Patient was last seen by surgeon on (B)(6) 2012. Visual acuity (va) 20/30-2, 20/30-2. Patient was on durezol 3/3. Eye care practitioner (ecp) contacted tlc boston indicating corneas were hazy ou. Patient was seen at tlc boston on (B)(6) 2012, uncorrected visual acuity (ucva) was down patient complaining of "can't see at near." Intraocular pressure (iop) was measured at 45mmhg od, os. Patient's iop was treated and came down to 28mmhg od, 32mmhg os by the time patient left. Patient's ecp saw him the next day and iop was 12mmhg od, 10mmhg os. Patient is suspected of having pisk (pressure-induced interlamellar stromal keratitis) ou, steroid was discontinued. Surgeon was called and notified of status. Patient seen again with ecp on (B)(6) 2012, ucva 20/25, 20/20 iop 12mmhg, 10mmhg.

Manufacturer narrative:
After the uneventful ilasik procedure on (B)(6) 2012, quarterly preventive maintenance was performed and completed on (B)(4) 2012. The field service engineer indicated that a software upgrade was performed and that the system met amo specifications.